Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report. Patient and device codes have been added, as they were not included in this section in esubmitter at the time of the initial report.

Event description:
The customer reported approximately 1 cup of hemoglobin (hgb) lyse reagent leaked from a coulter ac·t 5diff cap pierce (cp) hematology analyzer and onto the counter; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/21/2015 and discovered that the reagent syringe cover was cracked, attributing to the leak. The fse replaced the reagent syringe resolving the leak reported. (B)(6).